Manufacturer narrative:
The pod was discarded and we are therefore unable to perform an investigation. Unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A cannula bend would likely restrict insulin delivery and may lead to hyperglycemia. A cannula bend typically creates an occlusion by blocking insulin from flowing freely. When insulin is inhibited from flowing then an occlusion alarm sounds, however, the customer did not report an alarm. Although it is true that a cannula bend will likely lead to high bgs, we cannot conclude that this occurred since the pod was not evaluated. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Frequent blood glucose monitoring allows users to act quickly and appropriately to highs and lows. Product lot qualification records were reviewed and determined to have met all acceptance criteria.

Event description:
A customer activated a pod on (B)(6) 2011 and was "fine." He woke the following morning with a bg of 200 mg/dl. Later that day he called from school (time unknown) to report that his bgs had "climbed to 500 mg/dl." After removing the pod, he noticed the cannula was bent and felt "wetness around site area." The pod was discarded and therefore no product will be returned for evaluation.